Event description:
Follow-up identified the patient's leads were revised. No additional information is available at this time.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has four occipital (off-label) leads implanted, all of which belong to the same lot number. It was reported the patient's occipital leads were protruding through the skin. In turn, surgical intervention was undertaken on (B)(6) 2017 during which the physician cut the distal portion of the leads and removed them; however, the remaining portions of the leads' were left implanted in the patient.